Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high, out-of-range pacing impedance measurement of greater than 2,500 ohms. The distributor representative reported the patient was seen in the clinic and the pacing threshold and sensing values were within normal limits. The physician plans to continue monitoring the rv lead. No adverse patient effects were reported. The device and lead remain implanted and in service. Additional information was received, providing the name of the physician and hospital for this event. Therefore, the initial reporter details were updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high, out-of-range pacing impedance measurement of greater than 2,500 ohms. The distributor representative reported the patient was seen in the clinic and the pacing threshold and sensing values were within normal limits. The physician plans to continue monitoring the rv lead. No adverse patient effects were reported. The device and lead remain implanted and in service.